Event description:
The dressing was applied in 2006 to a pressure ulcer on the left foot, second digit, interphalangel joint. The drainage was removed the 2nd day and the would had a whitish purulent dreainage. The wound was then dobrided, triple antibiotic ointment applied and the pt was given keflex. The pt was seen again the next day and no drainage was noted at this time. Gentamycin ointment was applied to the wound. The infection has resolved.